Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed cs 064 call service alarms. The pump was exercised for 24 hours with no duplicated call service alarms. The pump was opened and no damage or moisture was observed inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a cs 064 call service alarm when attempting to perform the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.